Event description:
Customer reports that during a coronary artery bypass procedure, the suture broke while surgeon was pulling it through tissue. There are no reported adverse consequence to the pt related to this event.